Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: the lot was manufactured from october 24, 2014 ¿ october 25, 2014. The actual sample was not available for evaluation. However, a photograph was provided for evaluation. Visual inspection of the photographs revealed evidence of a ruptured bladder. The reported condition was verified. The cause was undetermined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a large volume infusor ruptured suddenly during filling with fluorouracil. Prior to the event, the device was prefilled with 50 ml of saline solution using a syringe held in the vertical position. Both solutions were at room temperature. There was no patient involvement. No additional information is available.